Manufacturer narrative:
No product returned for evaluation as it was left in-situ. No radiographs or images provided so the complaint could not be confirmed. Review of the reported event and surgeons notes identified complete fusion had taken place and no revision procedure was required. No additional investigation required. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant , components. Loss of fixation...". Left in-situ.

Event description:
A patient underwent a xlif procedure at levels l4-5. On 08/02/2016, it was reported the cage migrated. Surgical intervention was not needed as the levels had fused. The cage remains in-situ.